Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy reports a review of the device history records found the product conformed to initial specifications. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the products are no suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.